Event description:
It was reported that a trained user sought to return the ilet due to blood glucose fluctuations and a desire for more control overdosing, while continuing to use the device during the process. Symptoms included hyperglycemia with readings reported as ¿high¿ for up to about two hours with associated wooziness and excessive tiredness, and hypoglycemia with nadirs in the 40s for about 30 minutes with cognitive slowing; the user treated lows with carbohydrates and did not require assistance or medical intervention. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy or ketone testing. Investigation included internal review of the use history and user feedback and coordination with the field and shipping teams for return logistics. Investigation of this case revealed that the cause of the reported hyperglycemia and hypoglycemia was unclear, with no device alarms or malfunctions reported and no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance. This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.